Event description:
It was reported that needle 18ga 1-1/2in sb tw was missing the label. The following information was provided by the initial reporter: I would like to inform you that we have found a unit of the following product in our order picking area without the label containing the variable information.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 201119. The review revealed that this lot was manufactured according to the approved manufacturing procedures and specifications, with no non-conformances at the time of production. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a shelf carton was observed without a label. The shelf carton labels are printed and placed by the secondary packaging machine through an automated process. There is an automatic detection system which verifies that the shelf carton label is correct and that any defective shelf cartons are rejected. This detection system is challenged every eight working hours. It is possible that this incident resulted from a temporary failure in the label feeder and that the operator did not segregate the affected materials properly. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18ga 1-1/2in sb tw was missing the label. The following information was provided by the initial reporter: I would like to inform you that we have found a unit of the following product in our order picking area without the label containing the variable information.